Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p70-77 that has a similar product distributed in the us, list number 07p70, with 510k/PMA/bla number k173122.

Event description:
The customer reported a falsely elevated alinity I free t4 result for one 56 year old female patient. The sample was repeated with a lower result. The following data was provided: sid (B)(6), initial result = 20.81 pmol/l repeat result = 13.53 pmol/l reference range is 9.01-19.05 pmol/l no impact to patient management was reported.